Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, upon fluoroscopic inspection of the valve load, double density was observed. It was noted that the frame-node overlap did not extend past the fourth node, however. Upon initial deployment, an infold that extended across three fourths of the valve frame was observed at a depth of approximately 3-5 mm. Subsequently, the valve recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}. Product ID {l-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.